Event description:
The baxter service tech reported an infusion pump, which failed the accuracy test (under delivery) during service. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.